Manufacturer narrative:
(B)(4).

Event description:
The patient reported in 2017 that her lead wire is pulled loose and generator is dislodged and it is now not working because of this. The patient noted she bumped the device on a corner of a cabinet and does not feel the device anymore. She went to the emergency room and had a CT. Patient was seen by the surgeon and no abnormalities with the device were noted. The patient reported not feeling stimulation but the surgeon did not think this was a enough reason for surgery. It was now reported again that the patient feels that the device has come out of the pocket and migrated. Patient noted that the generator is rotating in her chest and pinching her when rolling over in bed. The patient is experiencing breakthrough seizures and the patient's physician believes that their leads may have pulled out due to the migration. The patient's settings were adjusted. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was received from the physician that he does not know the cause of the migration. He notes that there was no increase in seizures. He notes that he thinks the intervention is for patient comfort only. The patient's generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.